Manufacturer narrative:
The information was incorrect with the initial report. The correct information has been provided with this report. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose. The customer¿s blood glucose level was 2.2 mmol/l. Customer¿s other blood glucose was 2.4 mmol/l. The customer was treated with jelly baby's. Customer was declined troubleshooting for low blood glucose. Customer was in auto mode. The insulin pump will not be returned for analysis.